Event description:
It was reported by the dr's office that they saw flames and smoke coming out of the sterilizer. There were no injuries or property damage reported. This sterilizer has been taken out of service and is being returned for repair at co's facility.